Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an adverse event occurred. The patient reported his sensor fell at an unknown time and he was unaware that he was hyperglycemic. The patient was returning from vacation when he felt ill with nausea and vomiting. The patient was taken to the emergency department by ambulance where his bg upon arrival was over 600 mg/dl and his ketones were elevated. He was admitted to the hospital and treated with IV fluid, insulin, morphine, anti-nausea medication, and dialysis. At the time of the report, the patient was still hospitalized. It was not confirmed who called the ambulance and why. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available.